Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was poor coupling and was taking too long to charge. Patient stated she did not think her recharger (insr) was charging her neurostimulator (ins) right because when she put antenna on, if she moved it just a bit, it would go from 4 coupling boxes down to 2. Patient confirmed she normally has 4 coupling boxes, and sometimes 6. Patient stated that last night, it took her 8 hours to charge. Patient stated charging at 7pm and went to bed at 11pm. Patient reported her insr woke her up at 2am alarming her that her ins charge was complete. Patient stated she usually waits 3-4 days to charge. Patient stated she has a hard time getting good coupling because the ins is in her back and she has a hard time getting the antenna put on there and it moves. Patient stated she will turn her insr off to use the restroom or to feed the dog, and the move she turns it off, the longer it takes to charge. Patient stated it takes her forever. Patient mentioned she was tired of sitting there waiting for ins to charge. Patient services reviewed important of antenna placement, reviewed how number of efficiency bars affect recharge time and suggested adhesive discs. Patient stated she tried to use an adhesive disc one time and she couldn't get it off. Patient stated adhesive disc was stuck so bad, it felt like it was pulling her skin off. Patient stated she may try charging more frequently rather than every 3-4 days. Patient reported that she charges every 3-4 days and it can take her up to 10 hours. Patient services (pss) reviewed it would be better for patient to charge more frequently and top off ins. Pss assisted the patient in conducting an al feature which resulted in full coupling. No further complications were reported/anticipated.